Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the sensor is giving intermittent incorrect readings. No other information was provided.

Event description:
It was reported the sensor is giving intermittent incorrect readings. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor is giving intermittent incorrect readings was unconfirmed. The magnetic tracking and ECG functionality were tested and functions properly. Reported issue root cause: there is no root cause due to the reported issue being unconfirmed.